Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.